Manufacturer narrative:
The service engineer (se) replaced the expiratory flow sensor and the unit passed all testing and operates within the manufacturer specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
The ventilator was not in use on a patient at the time the malfunction occurred.

Event description:
It was reported that an 840 ventilator went into inoperable condition. Although requested, information regarding the intervention taken on the behalf of the patient has not been provided.